Manufacturer narrative:
Sections d4 expiration date and d4 primary UDI number was updated. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 61200ud00, however, no related trends were identified. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with lot 61200ud00. In-house accuracy testing was completed using a retained kit of lot 61200ud00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 61200ud00 was identified.

Event description:
The customer observed false positive architect total b-hcg results for one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result was >15000 miu/ml, repeat result was around 53000 miu/ml the results generated did not match clinical presentation and a new sample was collected (sid (B)(6)) which generated a negative result. The original sample was repeated which also generated a negative result. Both samples were repeated on another architect and generated negative results. No impact to patient management was reported.

Event description:
The customer observed false positive architect total b-hcg results for one sample. The following data was provided: 02jul2024 sid 13108317 initial result was >15000 miu/ml, repeat result was around 53000 miu/ml the results generated did not match clinical presentation and a new sample was collected (sid 13108537) which generated a negative result. The original sample was repeated which also generated a negative result. Both samples were repeated on another architect and generated negative results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.